Event description:
It was reported that a homechoice cassette leaked; further described as the cassette was wet and the seal on the bottom of the cassette had burst. This occurred after the home patient completed treatment for peritoneal dialysis therapy. There was no report of patient injury associated with this event, however, the patient received prophylactic antibiotics as a precaution. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.